Event description:
The lead was explanted due to a report of j retention wire fracture without protrusion through the outer polyurethane insulation. Post op visual by the physician noted j retention wire fracture with protrusion through the outer polyurethane insulation and migration away from the lead body. Explant/method: intravascular, approach not provided. Technique/tools: direct traction. No complications.